Manufacturer narrative:
The investigation determined that discordant reactive vitros anti-hav igm results were obtained from six different patient samples processed on a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. The event was isolated to specific patient samples; therefore, an unknown sample related issue due to the presence of a non-specific antibody interferent in the sample cannot be ruled out. In addition, an instrument issue and pre-analytical sample handling cannot be entirely ruled out as potential contributing factor to the event. There is no indication of a vitros anti hav igm reagent lot performance issue.

Event description:
The customer reported that six discordant, reactive vitros anti hav igm results were obtained from six different patient samples using a vitros 3600 immunodiagnostic system when compared to negative vitros anti hav igm results obtained using a different anti-hav igm reagent lot. Sample 3 result of reactive (2.29 s/c) versus an expected result of negative (0.73 and 0.67 s/c). Sample 4 result of reactive (1.35 s/c) versus an expected result of negative (0.52 s/c). Sample 7 result of reactive versus an expected result of negative. Sample 8 result of reactive versus an expected result of negative. Sample 9 result of reactive versus an expected result of negative. Sample 10 result of reactive versus an expected result of negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It could not be established if the discordant reactive results obtained were reported out if the laboratory, however, ortho remains unaware of any allegations of patient harm as a result of these events. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. (Ortho). Complaint number (B)(4).